Event description:
During a right robotic partial nephrectomy, a protection scissor tip developed a hole during surgery. Once the instrument was used an electrical arc developed and burned the gallbladder wall. Another physician was notified to consult in operating room after partial nephrectomy was performed. He observed the gallbladder. No bile was seen at present time. A drain was placed to drain any fluid from the kidney or gallbladder and f/u assessment with pt will occur. There is a visible burn/hole in some of the product.